Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtmb2qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.